Manufacturer narrative:
(B)(4). Concomitant medical products: persona natural tibia cemented catalog # 42532007101 lot # 62870322. Persona articular surface fixed bearing posterior stabilized (ps) catalog # 42511400711 lot # 62719888. All poly patella cemented catalog # 42540000032 lot # 62409565. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0002648920-2018-00555, 0002648920-2018-00556, 0001822565-2018-03650.

Event description:
It was reported that the patient underwent an initial left knee arthroplasty. Subsequently, the patient was experiencing knee pain post-implantation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: date of report, relevant tests/laboratory data, PMA/510k, if follow-up, what type, device evaluated by MFR. Complaint sample was evaluated and the reported event was confirmed. Device was not returned. Review of the device history record (DHR) found casting defect and dimensional defect and all the parts were scrapped. Investigation results concluded that the reported event was due to patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.